Event description:
It was reported that the user¿s infusion set tubing was caught, the cartridge was inadvertently removed, and the user performed a disconnect, fill tubing with visible drops, and reconnection to the ilet, after which hyperglycemia was observed. Customer care provided troubleshooting, and education regarding infusion set management and priming. Investigation of this case revealed no device alarm activity, a viable infusion site, and glucose trending down following corrective steps, with the cause of the hyperglycemia remaining unclear. No clinical symptoms associated with elevated blood glucose reported. Outcomes included no hospitalization or emergency treatment and successful self-management with decreasing glucose after intervention. It was concluded that the event involved hyperglycemia of unclear cause with the device functioning and therapy continuing. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.